Event description:
The user facility reported a 47-year-old male (with pre-existing ventricular tachycardia) endure vt during hospital transport on the impella device. The physician could not determine if the impella was related to this event. Additionally, it was reported that the patient's implanted cardioverter-defibrillator (ICD) could not be interrogated during use of the impella device due to "risk of magnetic field interference." Due to the inability to conduct this ICD-related exercise, the team prepared for use of direct cardioversion on (B)(6) 2022.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue and ventricular tachycardia (vt) the has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue and vt could not be determined. This complaint has been identified as part of a retrospective review. Corrections to the initial MFR report: added d6a/d6b: f6/f8 should have been deleted. G1 MDR reporting contact email. H6 med dev prob code 1158, component code 925 added, concl code 4315. H10-investigation summary.